Event description:
It was reported that during a laparoscopic cystectomy procedure, the surgeon had applied two clips. The device was removed from the trocar. The surgeon went to use the applier again and on entry into the patient's abdomen, the jaws of the applier were found to be locked shut. This was a new applier (only two clips had been used). The scrub nurse manually pulled the jaws apart and asked for a new clip applier. Another like device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.